Event description:
It is reported that the pt was revised due to lower extremity swelling. Corrosion was noted at the neck and head junction during the revision.

Manufacturer narrative:
This report will be amended when out investigation is complete.